Manufacturer narrative:
Sections with additional information as of 14-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Complaint product was not returned for investigation.

Manufacturer narrative:
Sections with additional information as of 25-mar-2020: b1: adverse event recorded. B2: checked box "require intervention to prevent permanent impairment/damage". H1: changed type of reportable event from "malfunction" to "serious injury". Note: during call made on (B)(6) 2020, customer stated that on (B)(6) 2020, she called the ambulance due to feeling low blood sugar. Her blood sugar dropped to 20 mg/dl when tested by emt's meter. Emt treated the customer with glucose gel and customer's son made her a peanut butter sandwich to raise her sugar level to 70 mg/dl. Furthermore, customer ate a hamburger when emt left, she ran a blood test with her old meter ((B)(6)) with results of 283 mg/dl non-fasting. Customer was not concerned with the result. Customer was advised not use the old meter and to send back for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation, most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 326 mg/dl. The customer¿s expected fasting blood glucose test result is 150 mg/dl. Customer stated that she last ate soup at 5 pm on (B)(6) 2019 and has not eaten since. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 146 mg/dl using meter. The product is stored according to specification in the office (closet). The test strip lot manufacturer¿s expiration date is 03/20/2021 and open vial date is 11/17/2019. The meter memory was reviewed for previous test result history: result 1 : 165mg/dl date: (B)(6) 2019 time: 5:15pm fasting (expected 150mg/dl or less); result 2 : 160mg/dl date: (B)(6) 2019 time: 5:13pm fasting (expected 150mg/dl or less); result 3 : 138mg/dl date: (B)(6) 2019 time: 12:43pm fasting (expected 150mg/dl or less); result 4 : 251mg/dl date: (B)(6) 2019 time: 4:12am fasting (expected 150mg/dl or less); result 5 : 326mg/dl date: (B)(6) 2019 time: 1:33am fasting (expected 150mg/dl or less).